Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in anatomy was due to procedural circumstances. The cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitra clip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. While repositioning the clip above the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. While opening an additional clip, the physician decided to discontinue the procedure. Mr was reduced to a grade of 1-2. The physician could not explain why this happened. There were no adverse patient effects and no clinically significant delay in the procedure.